Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -4.50/5.0/157 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024 . On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.